Event description:
In 2007: the patient had the primary surgery for ra. (C1/c2 pedicle screw). Two months later: it was found that the rod at the right side was disassembled. No revision is scheduled so far.

Manufacturer narrative:
Na